Event description:
Medtronic purchased (B)(6) and now wants to charge us for service on the pulsar ii electrosurgical devices. Previously the service was no charge since we were buying the consumables from the company. Medtronic will not sell any repair parts for these units and they will not provide us with a service manual. Flat fee to exchange a unit is now priced at (B)(6) so they are basically forcing us into buying a contract we do not want.